Event description:
Customer reported pt was under a spinal anesthetic for joint replacement. Pt was subsequently sedated with sevoflurane and then changed to desflurane. An unapproved vaporizer (drager manufactured d-vapour desflurane) was placed on the backbar and dialed to 6%. Gas analysis reportedly did not pick up the presence of desflurane. While troubleshooting, the patient reportedly woke up. Patient was switched back to sevoflurane with no further reported problem.